Event description:
A pt reported that they lost their job after experiencing an insulin reaction while using a one touch profile meter. Pt alleges that the ot meter was reading inaccurately. Sometime in 2000, pt had a blood glucose of 197mg/dl at 5:00-6:00am. Pt ate breakfast and took 35/2 u of insulin. At 9:00-10:00 am, while at work, pt became lightheaded and eventually lost consciousness. Paramedics were called and treated pt on location. Pt does not recall any further details of the event. Pt alleges that pt was fired from the job due to that event.